Manufacturer narrative:
Device passed the displacement test and self test. No unexpected audio or vibrate alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was currently vibrating or beeping. Customer stated that was placed a new battery and ready to fill but insulin pump and that was keeps beeping. Customer stated after insert a new battery the constant tone, vibrate or alarm does not disappear . No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.